Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a grip cable dislodged at the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument kept dropping the needle. According to the initial reporter, it appeared as though a cable broke and the instrument did not have a strong enough grip. A fragment reportedly fell inside the patient and it is unknown if the fragment was retrieved. It is unclear if the fragment was in reference to the needle. The customer got another needle driver instrument and the procedure was continued as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The following additional information was obtained: during a procedure, a failure occurred that caused the needle to fall off the needle driver and into the patient¿s anatomy. The needle was retrieved using another grasper instrument, and there was no harm done to the organs and no injury to the patient. Upon inspection, no visible broken cable was observed.

Event description:
Refer to h11 for follow-up information.